Event description:
It was reported that the patient fainted and was admitted to the hospital. The right ventricular (rv) lead exhibited loss of capture. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.